Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2018 the monitor did not produce an alarm sound for a ventricular fibrillation. The customer nurse indicated that they didn¿t suspend or mute the alarm. The device was in clinical use at the time the issue was discovered. The nurse found the patient, a (B)(6) year old male, to be abnormal. The patient had a ventricular fibrillation, and required defibrillation. The patient survived and was discharged from the hospital.

Manufacturer narrative:
The report of the monitor not producing sound for a ventricular fibrillation was not confirmed by a philips field service engineer (fse). The fse checked the monitor, and found it could give an alarm, including a ¿visual alarm¿ and ¿audio alarm¿. Although the fse could not reproduce the reported failure, philips cannot rule out a malfunction at the time of the incident. As no issues were found by the fse, the monitor didn't need repair. The device remains at the customer site, and there have been no subsequent calls logged for this device/issue. No further investigation is warranted at this time.